Event description:
It was reported that this product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned pressure-regulating balloon (prb) was analyzed and a pressure anomaly was identified. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter prb and accessory kit underwent a thorough analysis. The prb was visually inspected, microscopically examined, leak and functionally tested. No visual damage nor leaks were determined; however, the prb performed below of specification. No anomaly was observed in the accessory kit. Based on analysis results, the performance issue identified in the prb could have caused or contributed to the explant of the device.